Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. With any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they had a bad sensor alert on the insulin pump. Customer's blood glucose was 400 mg/dl. The customer also reported experiencing several low blood glucose events during the night. The customer was advised to change out their sensor. The sensor will be returned for analysis.